Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a scratched case and a cracked reservoir tube lip. The keypad connector was locked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose for the past few days. The customer's blood glucose was 11.9 mmol/l at the time of the call. Troubleshooting found the customer's insulin pump passed all functional testing. The customer's alarm history showed the customer received a no delivery alarm and a motor error alarm. The customer was advised their insulin needed to be replaced. No additional information provided.